Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The investigation was performed on the user synced glucose data in data management system (dms), which is a cloud platform for eversense systems.based on the investigation analysis on user's data in data management system (dms), the hypo alert was not asserted at the time of the reported event since the sensor reading did not cross the low glucose alert threshold level. At the time of the event, the system did display differences between the sensor readings and fingerstick measurements. Per the initial escalation analysis, at the time of the event, there was noise observed in the optical channel which led to more differences between the sensor readings and the fingerstick measurements. As the sensor performance was declining and the root cause could not be confirmed, an RMA was authorized to investigate the sensor further. Upon receipt of the RMA (sensor), it was observed the sensor's hydrogel (chemical component) was damaged before the qc analysis, and therefore the in-house testing results were inconclusive, and this was not useful to confirm the customer's complaint. There could be no further in-house testing possible at this time. The potential root cause for the decline in sensor performance could be attributed to hematoma on the arm (reported by the user in another complaint) or due to accidental impact to the sensor during the insertion.

Event description:
Senseonics was made aware of a hypoglycemia event due to alleged sensor inaccuracies on (B)(6) 2022 at around 12:18 am. The reported blood glucose (bg) value was 53 mg/dl and sensor glucose (sg) value was 78 mg/dl. User did not receive low glucose alerts because the sg value did not cross the low alert threshold which was set at 65 mg/dl. User was symptomatic but did not require medical treatment and was able to self treat with glucose.